Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure coil was found embedded in the peritoneum and right pelvis above the ureter"), pelvic pain ("pelvic pain") and genital haemorrhage ("occasional bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device dislocation, pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, and reported adverse events including pelvic pain. The plaintiff underwent robotic hysterectomy and bilateral salpingectomy to remove essure on (B)(6) 2016. The pelvic pain resolved after essure removal. Pelvic pain of varying intensity and duration may occur and persist after essure insertion. This case was classified as incident since a device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2006 to april 2008. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes "), urinary tract disorder ("bladder or urinary problems or changes "), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("lower back pain") and complication of device removal ("general complications from surgery"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain and abdominal pain had resolved. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, back pain and complication of device removal outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - in july 2009: full occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet received. Events abnormal bleeding (vaginal, menorrhagia), urinary tract infection, depression, bladder disorder, urinary disorder, migraines / headaches, dysmenorrhea, dyspareunia, vaginal discharge, weight gain , device removal complication are added. Lab data updated. Concomitant conditions & drugs , historical conditions and drugs are added. Patient, product & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2006 to (B)(6) 2008. Concurrent conditions included obesity, morbid obesity, genital herpes, adenomyosis and vaginitis. Concomitant products included medroxyprogesterone (depo provera) and metronidazole (flagyl). On(B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes "), urinary tract disorder ("bladder or urinary problems or changes "), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), back pain ("lower back pain") and complication of device removal ("general complications from surgery"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain and abdominal pain had resolved. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, weight increased, back pain and complication of device removal outcome was unknown and the migraine, headache, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, back pain, bladder disorder, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Onset date of event vaginal haemorrhage, menorrhagia, headache, migraine, dyspareunia, dysmenorrhoea, fatigue were updated. Outcome of events dysmenorrhea (cramping) headache, migraine, dyspareunia were updated incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: full occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, and reported adverse events including pelvic pain. The plaintiff underwent robotic hysterectomy and bilateral salpingectomy to remove essure on (B)(6) 2016. The pelvic pain resolved after essure removal. Pelvic pain of varying intensity and duration may occur and persist after essure insertion. This case was classified as incident since a device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.